Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the ECG stopped working during a code. The device was in use on a patient when the issue was discovered, however there was no adverse event to the patient or user.